Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and rewind anomaly. The customer's blood glucose value was unknown. Customer states that the insulin pump had louder noise during rewind. The customer also stated that display was difficult to view due to scratches. The insulin pump will be returned for analysis.